Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, approximately four weeks post implant, that the implantable pulse generator (ipg) may have been, "misfiring." The I pg remains in use. No patient complications have been reported as a result of this event.